Manufacturer narrative:
The implant date was unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient experienced inflation and deflation issues at activation with an inflatable penile prosthesis (ipp). There were no patient complication related to the device.